Manufacturer narrative:
The soft components of the housing are worn down heavily. Therefore moisture enters the insulin pump and destroys the pump electronics. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient administered a bolus via the infusion device but the patient's blood glucose level remained elevated. The patient claims that the infusion device does not deliver enough insulin and also reported that the piston rod does not work properly. The patient stated that the soft components of the up and down buttons are worn down. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.